Event description:
Upon interrogation, the programmer printed out random symbols and numbers upon request to print a live strip. Once the programmer was rebooted, it worked correctly.

Manufacturer narrative:
(B)(4) printer issue. The programmer files were reviewed. The origin of the printing issue is unk. The most probable explanation would be emi or a transient transmission failure. - no consequence on the pt. Conclusion: the origin of the reported printing issue remains unk. The most probable explanation would be that external emi or a transient transmission failure (between the printer module and the programmer) has set the printer into an unexpected state where its operating configuration was lost during the header printout of a real time ECG strip. According to available files, this behaviour occurred only once during one of the two real time printouts performed. The reported behaviour is not related to any implant issue. Since this issue was an isolated case which did not lead to any pt safety issue, a correction for this anomaly is not considered as an urgent matter.